Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was 191 mg/dl. The customer changed the supplies on the pump and resumed insulin delivery. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.